Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation related to CAPA 711948. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID w1dr01, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product ID 4968-35, lot# serial# (B)(6), implanted: (B)(6) 2024, product ID 4968-35 lot# serial# (B)(6), implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven months post device changeout involving an antibacterial absorbable envelope, a portion of the lead was exposed due to the wound vac the patient had. The patient underwent a pocket revision, and the implantable pulse generator (ipg) was explanted and replaced with a new device on the other side. The epicardial leads remain in use. No further patient complications have been reported as a result of this event.